Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80/100mg/dl fasting. Verified test strips expire 03/28/218. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test "lo"and 171mg/dl. Reviewed meter memory (B)(6). The customer is concerned about the result of lo. No adverse event reported.